Manufacturer narrative:
Patient¿s date of birth/ age and weight are not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). A review of the device history records is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon attempted to remove a 4.5mm locking compression plate (lcp) distal femur condylar plate due to pain, however he could not remove locking screws from the plate. The 4.0mm hexagonal cannulated screwdriver was stripped in the process. A hexagonal cannulated shaft was attached to a quick coupling and t handle with coupling handle, hexagonal shaft also was stripped and the 3 instruments are now stuck together. The surgeon used a solid 4.0mm hexagonal screwdriver with no progress, he then proceeded to use equipment from the broken screw removal set and ultimately was not able to remove any of the hardware. The surgery was not successful and the patient was closed. Surgery was delayed for unspecified number of minutes. The patient went back for revision surgery on (B)(6) 2017. The hardware was removed successfully. This report addresses the intraoperative issues during the hardware removal surgery. The hardware removal due to pain has been reported under linked complaint com-326336.this report is for one (1) cannulated 4.0mm hexagonal screwdriver shaftthis is report 2 of 4 for complaint com-325181

Manufacturer narrative:
Returned to manufacturer. Customer quality conducted an investigation of the returned devices. The following devices were returned part # 311.44, lot # 5368403 - part # 314.23, lot # a4de015 - part # 338.490, lot # 1184514 the coupling feature of the cannulated 4.0mm hexagonal screwdriver (314.23) was determined to be stuck in the quick coupling (338.490), which was stuck in the t-tap handle (311.44). There was no movement possible between any of the devices including the locking sleeves. The complaint was confirmed and replicated based on the inability to disassemble the devices. Dimensional inspection was unable to be performed on the relevant features as the features are inaccessible. The devices show some minor damage which appears to be related to attempts to separate the 3 devices. The tip of the hexagonal screwdriver was confirmed to be worn. Replication is not applicable as the tip is already worn. Dimensional inspection is not applicable as the tip is worn from 20+ years of use. The remainder of the devices were not returned. The following parts were determined to contribute to a serious injury; however, there was no malfunction associated, therefore no complaint history or risk document review will be conducted. Unk - screw - unk - plate. The following parts were not determined to contribute to a serious injury therefore no complaint history or risk document review will be conducted. Part # 311.44, lot # 5368403 - part # 338.490, lot # 1184514. The following parts were determined to contribute to a serious injury therefore a complaint history and risk review will be conducted. Part # 314.05, lot# 4518089 - part # 314.23, lot # a4de015. DHR review: part # 311.44 synthes lot # 5368403 - part # 314.05 lot# 4518089 - part number: 314.23 synthes lot number: a4de015. Based on review of the dhrs noted above, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product, and any subcomponents, material or hardness which would contribute to this complaint condition. The drawings were reviewed during investigation. There is no indication that the design history contributed to the complaint condition. 314.05 ¿ cannulated 4.0mm hex screwdriver ¿ stripped. The complaint is adequately addressed by the risk assessment. 314.23 ¿ cannulated 4.0mm hex screwdriver shaft ¿ stripped. The complaint is adequately addressed by the risk assessment. No definitive root cause was able to be determined. It is likely that the devices experienced significant torque during use causing the items to seize and be unable to disassemble. DHR review: part number: 314.23, synthes lot number: a4de015, supplier lot number: n/a, release to warehouse date: 30 sep 1994, manufactured by synthes (B)(4), device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.